Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was experiencing pectoral stimulation near the device pocket when raising arm above head. Impedances at implant had been 600 -700 ohms and now are 400 - 500 ohms. Provocative testing was done in the clinic. No further patient complications were reported as a result of this event. The patient is not pacer dependent. Follow up revealed the physician is still observing the patient before he takes him back to the cath lab.

Event description:
It was reported the patient was experiencing pectoral stimulation near the device pocket when raising arm above head. Impedances at implant had been 600 -700 ohms and now are 400 - 500 ohms. Provocative testing was done in the clinic. No further patient complications were reported as a result of this event. The patient is not pacer dependent. Additional information has been requested and not received.